Manufacturer narrative:
Results and conclusion: (cva/ stroke). (B)(4).

Event description:
An endeavor sprint drug eluting stent was implanted in the 1st diagonal during index procedure. It is reported that approximately 36 months post index procedure the patient experienced subcortical bleeding and stroke . The patient underwent surgery approximately 1 month later. Investigator assessed the subcortical bleeding and stroke event to be not related to the study device, study procedure or zotarolimus. Patient was being monitored. Approximately 39.5 months post index procedure, the patient expired. Cause of death is reported as hypertonic dehydration. Patient death is reported to be non-sudden and non-cardiac.

Manufacturer narrative:
Additional info: the investigator reported that the patient did not recover from the previously reported stroke and subcortical bleeding which occurred approximately 36 months post index procedure.

Event description:
Multi organ failure was caused by previously reported hypertonic dehydration.

Manufacturer narrative:
.